Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) was completed. The reported problem (cannot complete functional testing) was confirmed. As received, the electrode belt's ECG channels were distorted. The cause of the distorted channels was isolated to a pinched wire in ECG c. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete functional testing.